Event description:
On 14-apr-2025, abbott point of care was contacted by a customer regarding act celite cartridges that yielded multiple star out (suppressed results) on a patient during a procedure. (B)(6). At this time there is no reason to suspect a malfunction exists. No reports of delay or impact to patient management. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the intended use of the I-stat celite activated clotting time (celite act) test is an in vitro diagnostic test that uses fresh, whole blood, and is useful for monitoring patients receiving heparin for treatment of pulmonary embolism or venous thrombosis, and for monitoring anticoagulation therapy in patients undergoing medical procedures such as catheterization, cardiac surgery, surgery, organ transplant, and dialysis.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Manufacturer narrative:
Apoc incident: # (B)(4) the investigation was completed on 23-jun-2025. A review of the device history records (dhrs) confirmed the cartridge lots passed release specifications. Act celite cartridge lot r24315 expired on 09-may-2025 and r24328 expired on 22-may-2025, prior to the opening of the investigation, therefore retained testing could not be performed. No deficiency has been identified.